Manufacturer narrative:
(B)(4). Physio evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator and blank screen when attempting a user test. Based on the information reported, physio was unable to conclude if the issue was related to the display only (and the device¿s software was functional) , or if there was a power related discrepancy. As a result, defibrillation may be delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed a service indicator and blank screen when attempting a user test. Based on the information reported, physio was unable to conclude if the issue was related to the display only (and the device¿s software was functional) , or if there was a power related discrepancy. As a result, defibrillation may be delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the user interface pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator and blank screen when attempting a user test. Based on the information reported, physio was unable to conclude if the issue was related to the display only (and the device¿s software was functional) , or if there was a power related discrepancy. As a result, defibrillation may be delayed, or prevent, if it were necessary. There was no patient use associated with the reported event.